Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 396 mg/dl, the customer current blood glucose was 147 mg/dl. The customer was hospitalized on (B)(6) 2019 on 07:00 pm. The drive support cap appears normal (slightly indented). The customer was treated with shut and glucose gel and glucose tablets. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.